Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation.

Event description:
Country of complaint: austria. It was reported that two instruments were used one after the other, but the seal was not activated in either of them and cutting was not possible. All med watch submissions related to this report are: 2916714-2016-00985, 2916714-2016-00986.